Event description:
It is reported that: the patient states that he developed a terrible pain two months after his surgery. His recent blood work indicates elevated cobalt levels.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.